Event description:
It was reported that a patient underwent a electrosurgical resection of intra-uterine fibroid and implantation of an essure on (B)(6) 2013. During the procedure, when using the hysteroscope, air bubbles appeared in the liquid. The essure implant was placed without difficulty. Ten minutes after the procedure, the patient had an embolism. The patient was in shock with a fall of blood pressure and desaturation. The patient was hospitalized in intensive care for two days for a gas embolism. The patient was discharged home. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.